Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the device reboot in cath lab room delayed. A technical support specialist (tss) confirmed that the issue with the remote support service (rss) software caused remote access disruptions and slow application launch after reboot. The problem was identified and has since been resolved. The system functioned as intended after the technical support specialist investigated the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device reboot was delayed by 10 minutes. The customer reported that there was a delay in the dispensing of medication, since they managed to get medication from other station. There were no adverse events or injuries reported based on this event.